Event description:
Additional information received from the hcp reported that the patient had not used the generator for 18 months. Two attempts to recharge the ins on (B)(6) 2012 were unsuccessful. An x-ray on (B)(6) 2012 showed that the leads had not moved and were in the correct place. The ins was replaced, and it was reported that there was no patient injury and the patient did not require hospitalization.

Event description:
Additional information received reported that the hcp revised the patient's neurostimulator and the system was now working. The manu fracture's device registry showed that the neurostimulator was removed, and the leads were left in place.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead, product ID: 37752, serial# (B)(4), implanted: (B)(6). Product type: recharger, product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer. (B)(4).

Event description:
It was reported the patient had not felt stimulation in over 12 months and could not communicate with the internal neurostimulator (ins). About 12 months ago, the patient reported she fell and the ins may have turned sideways. The patient indicated she manually pushed on the ins and may have caused it to flip. Additional information has been requested, but was not available as of the date of this report.